Event description:
It was further reported that the patient did not undergo any medical or surgical intervention to treat the event.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2013, the patient was referred for cardiac catheterization per the study protocol. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x32mm promus element stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient had cardiac death. No additional information is available at this time.

Manufacturer narrative:
Event date and death date: (B)(6) 2013. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).